Event description:
During knee arthroscopy the physician found that the stryker serfas metal tip was missing. The device was removed from the surgical field and replaced with a new one. The tip was not retained in the patient's knee and was found in the neptune system (suction set) filter which indicated that the tip had just fallen off while being inserted into the knee.